Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.